Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had been "grazing" consistently without announcing meals and believes they need a factory reset. The patient eats large enough meals that should be announced but was not announcing meals. She has also been indicating meals as "less than usual's" she was advised to do a factory reset due to maladapted meals. Pt is currently using the dexcom g7 cgm. During this time, the patient experienced a blood glucose (bg) low of 29 mg/dl and high of 565 mg/dl. She felt shaky during the low but no symptoms during the high. Bg before yoga shot up as the patient had 2 cups of coffee and "a bite of pastry." She then went down to 65 mg/dl and corrected with a bite of a danish. The next day. The factory reset was performed, and the patient's bg was within range.